Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1f9kl, implanted: (B)(6) 2017, product type: lead.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported the device was implanted for urinary incontinence, and prior to implant they were going to the bathroom every hour. According to the consumer she was told she shouldn¿t feel stimulation, but it was positional for the first day or so, but then she turned stimulation down a notch. It was further reported that since implant the consumer continued to have incontinence, but they weren¿t going to the bathroom all of the time. Additional information was received. The patient reported they had one lead, #3, not working. It was reported their incontinence had increased and they wanted to change channels, that's how they found the non-functioning one. Patient was walked through changing channels and was still very incontinent and and disappointed with the device placement. No further complications were reported or anticipated.